Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the cap piercer tubing #301 was pinched, causing auto-gloss to leak. The fse replaced the auto-gloss tubing #301 to resolve the leak. The fse also performed a preventative maintenance a on the instrument. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to a pinched cap piercer tubing #301. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported noticing wet sample tube caps and observed a leak from the cap piercer of the unicel dxc 600i synchron access clinical system. The customer stopped running patient samples on the instrument when the leak was discovered. The beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts instructed the customer to power down and reboot the instrument but the issue was not resolved. The cts assisted the customer on disabling the cap piercer as per the customer's request. The customer was wearing personal protective equipment consisting of safety glasses, gloves, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.